Event description:
It was reported that the patient with this pacemaker device was seen in clinic due to uti and difficulty breathing. Upon review, there were ventricular events on both right atrial (ra) and right ventricular (rv) lead which looked like noisy signals and oversensing causing pacing inhibition. Isometrics was performed; however, noise was not reproduced. It was believed that the noise was to be caused by electromagnetic interference (emi). Rv lead measurements were in normal range since the patient was in the hospital. A signal artifact monitoring (sam) episode was recorded. This pacemaker remains in service. No adverse patient effects were reported. Additional information received indicated that reprogramming was performed, and the patient was sent home with latitude monitor. Xray imaging was performed and ruled out damaged lead. Patient will be later seen by the physician to check for lead testing. No adverse patient effects were reported.